Event description:
The customer stated that axsym troponin-I reagent (lot#: 49238m201) has a lid that is separated from the gray rubber portion under the top lid causing a probe crash to occur. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.